Manufacturer narrative:
The insulin pump passed the displacement test. However, the device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. In addition, the device was received with missing segments due to cracked lcd zebra connector. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The device failed self test due to missing segments. However, it passed off no power test. The motor was tested outside of the device and passed. A minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared flush. The customer stated that they were able to rewind the insulin pump. The customer also reported that display screen was pixilated and difficult to read. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.